Event description:
It was reported that the patient was presented to hospital on (B)(6) 2015 because of syncope. When the device was interrogated, the physician found mode switch episodes that could most certainly be related to the subject syncope. Review of the tachogram related to the mode switch episodes showed a ventricular rhythm up to around 250 min-1; whereas this rhythm was not observed in the egm episode (where the maximum rate was around 150min-1). An explanation was required.

Event description:
It was reported that the patient was presented to hospital on (B)(6) 2015 because of syncope. When the device was interrogated, the physician found mode switch episodes that could most certainly be related to the subject syncope. Review of the tachogram related to the mode switch episodes showed a ventricular rhythm up to around 250 min-1; whereas this rhythm was not observed in the egm episode (where the maximum rate was around 150min-1). An explanation is required.

Manufacturer narrative:
Preliminary analysis showed that an issue in the tachogram display was suspected. However, egm/markers view should be considered reliable.

Event description:
It was reported that the patient was presented to hospital on (B)(6) 2015 because of syncope. When the device was interrogated, the physician found mode switch episodes that could most certainly be related to the subject syncope. Review of the tachogram related to the mode switch episodes showed a ventricular rhythm up to around 250 min-1; whereas this rhythm was not observed in the egm episode (where the maximum rate was around 150min-1). An explanation is required.